Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - nocomplaint received with return of device. Failure (event) observed during analysis. External insulation abrasions were found at 17.5-18.5cm and 20.0-20.5cm from the distal tip, consistent with lead friction to another device. The silicone insulation was intact at these locations.